Event description:
Patient developed atrial fibrillation on 3rd post-operative day (international normalized ratio=3.1-3.8). Patient experienced intermittent claudication of right leg in mid-july. Two weeks later, embolitic event to leg was confirmed. Patient refused thrombolytic therapy and echocardiogram. Follow-up showed good pulses in legs (international normalized ratio-4.1). The valve remains implanted.